Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog no. 00770301500; lot no. 60524666; serial no. (B)(4). Z.s.g.m. Cutter 3:1 ratio caution: sharp; catalog no. 00770303000; lot no. 61554189; serial no. (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On december 4, 2019, it was reported that the device needed calibration. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on december 13, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete sample mesh and was deemed non-repairable. The 3:1 ratio cutter, serial number (B)(4), produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event could not be confirmed during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that this device required calibration and was returned for annual maintenance. During evaluation of the device, it was discovered that it had a bent comb. No adverse events were reported as a result of this malfunction.